Manufacturer narrative:
As per further review of the information provided, this event is not reportable. Devices are typically explanted or disabled because they are not functioning optimally. In some cases, the failure mode is unknown or reported solely as high gradients. An unknown failure mode does not represent a device malfunction or deficiency as it may be failing due to patient or procedural factors. High gradients can occur for multiple underlying reasons. These may include, but are not limited to, left ventricular hypertrophy, reduced compliance, left ventricular outflow tract (lvot) obstruction, underlying cardiac disease effecting hemodynamics, transient hemodynamic factors at the time of measurement or technical errors related to measurement (all of which are non-valve related factors). Other reasons include nsvd's such as pannus, thrombosis, vegetative endocarditis, patient prosthetic mismatch, valve malposition/malorientation (all of which are well known foreseeable side effects) or svd's such as leaflet calcification or fibrosis. In this case, no intervention was performed, and no harm occurred. This is not a serious injury. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received notification that a 72-year-old patient with a valve model 11500a23 implanted in aortic position presented with sclerosis (peak gradient 34 mmhg, mean gradient 20 mmhg, vmax 2.9 m/sec, valve effective orifice area 1.1 cm) after an implant duration of four (4) years and eleven (11) months. As reported, the patient presented with fast onset of shortness of breath during activities (nyha 3) as well as chest angina during rest since one year (ccs angina IV). No intervention was planned.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.